Manufacturer narrative:
The biomedical engineer (bme) reported multiple issues with the central nurse's station (cns). The historical data in the tabular trend issue is affecting bedside monitors only, in the 3 east and 3 west areas. Patient data is not coming across or showing up. They are reporting that the issue is sporadic, does not happen to all bedsides. They are unable to transfer a patient to ER or another room. They are also having issues with the arrhythmia recall will not populate on screen. Arrythmia recall is a feature to view historical arrythmia data. The arrythmia data can also be viewed in the full disclosure. The customer was contacted to confirm if the patient data that was not coming across or showing up was regarding real time patient data or historical data, but they have been unresponsive. Therefore, to err on the side of caution, this report is being filed. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported multiple issues with the central nurse's station (cns). The historical data in the tabular trend issue is affecting bedside monitors only, in the 3 east and 3 west areas. Patient data is not coming across or showing up. They are reporting that the issue is sporadic, does not happen to all bedsides. They are unable to transfer a patient to ER or another room. They are also having issues with the arrhythmia recall will not populate on screen. Arrythmia recall is a feature to view historical arrythmia data. The arrythmia data can also be viewed in the full disclosure. The customer was contacted to confirm if the patient data that was not coming across or showing up was regarding real time patient data or historical data, but they have been unresponsive. Therefore, to err on the side of caution, this report is being filed. No patient harm was reported.